Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced possible peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for the possible peritonitis event. One day after admission the patient was discharged. The patient was again hospitalized two days after initial hospitalization for the same event. The cause of the event and treatment for the event were not reported. Dianeal therapy was ongoing. At the time of this report, the patient was still hospitalized and had not yet recovered from the event. No additional information is available.